Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated, 'it won't come on.' Patient clarified that the controller is charged and powers on. Patient stated they turned their stimulation off this morning, but it did not go off. Patient reported that this morning they got up and walked around a little bit and then sat down but the current when they stand up gets stronger down their right leg. Patient confirmed that it is not sciatica, but they are feeling the current going down their right leg. Patient mentioned that they tried resetting the controller, but that did not resolve the issue. Agent had the patient reset the controller and patient confirmed stimulation was on and on group b at 3.8. Agent reviewed how to turn stimulation off but patient stated they already did that and stated, 'normally it takes longer for it to do that,' in reference to it taking a moment before the controller screen shows 'stimulation is off.' Patient stated they haven't seen hcp for years. Agent reviewed considerations the patient was redirected to their healthcare provider to further address the issue. The patient mentioned unrelated medical history. This included patient mentioned they love the therapy and they have not taken any pain pills and that the device has been wonderful for them.